Event description:
The customer reported getting equipment malfunction errors during operational check.

Manufacturer narrative:
(B)(4): the customer reported getting equipment malfunction errors during operational check. The device was evaluated at philips. The symptom was clarified as the device displaying shock & pacer equipment malfunction messages and locking up at the charge button step during operational check. The issue was localized to the processor pca.